Event description:
Healthcare professional reported left side deflation. The device has been explanted. Healthcare professional reported capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease sharp opening on anterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on anterior assessed to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side deflation. The device has been explanted. Healthcare professional reported capsular contracture, baker grade unknown.